Event description:
Related manufacturer reference number: 2017865-2024-33467 related manufacturer reference number: 2017865-2024-33469 it was reported that the patient presented in clinic with shortness of breath and infected pocket. The physician explanted the implantable cardioverter defibrillator, the right ventricular (rv) lead, and the atrial lead (ra). The patient condition was stable.